Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that there was possibility the reported phenomenon was caused by physical stress such as dropping/knocking. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, omsc surmised that this phenomenon was attributed to the external force being applied by hitting or catching the ultrasound transducer surface during the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the ultrasound transducer of the subject device was damaged and the damage was reached to the hard part under the pink coating. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.